Manufacturer narrative:
The pump passed all functional testing including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.0873 inches. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No unexpected insulin flow blocked alarms noted during testing. However, no delivery alarms noted in the pump history on 09/10/2025 at 13:54:42.000 during bolus. No motor alarms noted in the pump history or long trace files or during testing. No under delivery anomaly noted during testing. In further full review of the pump history on the event date of 09/07/2025 found bolus deliveries of .275u at 00:00:05.000, .25u at 00:05:01.000, and .225u at 00:10:01.000. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 09/07/2025 listed on smartsolve due to insufficient data in the trace/history files. Test sc1-cap locked properly into reservoir compartment during testing. The pump was received with scratched case, pillowing keypad overlay, cracked keypad overlay, and stained keypad overlay. Alleged delivery anomaly not confirmed during testing. Under delivering not confirmed during full functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a delivery anomaly, a difference between sensor glucose and blood glucose values. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7040a. Troubleshooting was performed. Insulin delivery was not suspended. Blood glucose value was 105 mg/dl and sensor glucose value was 65 mg/dl at the time of the event. The difference between blood glucose and sensor glucose was within the acceptable range. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.